Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 device reporting the ground resistance of the power cable exceeded the maximum allowable value. The issue was identified during a service evaluation. There was no patient involvement.

Manufacturer narrative:
Previous follow up report was submitted without including below information in the h10 section: a manufacturer's product support engineer (pse) evaluated the device and determined the power cord required replacement to corrected the reported problem. The pse replaced the power cord. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed alternating current (ac) power cord was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported slight wear marks noted on the ground conductor on side that plugs into the power source. Prior to electrical safety testing, the technician verified through the use of a fluke multimeter and rigorous bending of the male end of the power cord, the female portion of the power cord and movement of the length of the power cord that no resistance issues were noted with the power cord. Through the use of the electrical safety analyzer, the ac power cord passed all esa resistance testing. The resistance measurements of the ground conductor of the power cord are all within the allowable specification per v60/v60 plus ventilator service manual. The technician verified that the power cord passed all current leakage testing as well. The analysis of the ac power cord has resulted in a no problem found conclusion.